Event description:
Customer reported that when the cap (presumed to mean the smartsite valve), the connector near the end of the tubing pulled apart and leaked. No patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.